Event description:
Boston scientific crm received information that the lead safety switch was triggered on the right ventricular (rv) lead. Noise was observed on the stored electrograms (egm) every 50 ms which caused pacemaker oversensing. A chest x-ray was obtained which revealed the set screws appeared to be tight and the lead terminal pin was inserted properly. The patient did not have any symptoms and was not pacemaker dependant. A follow up appointment was scheduled out one month. One month later, the rv lead was programmed to unipolar mode and no further artifact has been noted. Additional information was received that two months later rv loss of capture (loc), oversensing with pacing pauses up to three seconds was again observed. The rv lead and device were then explanted. A new rv lead and device were successfully implanted. To date, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific crm reliability assurance laboratory, the device was thoroughly inspected and analyzed. Normal interrogation was observed on the zoom programmer. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing and sensing functions of the device. The device performed normally throughout all tests.